Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30337757m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a supraventricular tachycardia (svt) ablation procedure with decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that during an svt procedure, while performing ep study and after the right atrium map was made, the patients pressure dropped and it was observed by ultrasound that the patient had developed a pericardial effusion. Pericardiocentesis was performed in which 700 cc's was removed from the pericardial space. The patient¿s condition improved; was stabilized and transferred to the critical care unit (ccu) for observation. The event was discovered after the catheter was placed in the body while performing ep study. No transseptal was performed. No ablation was performed. No ablation catheters were used and no force catheters were used. There were no error messages observed on biosense webster equipment.